Manufacturer narrative:
The device was inspected and tested on 29th january 2019. Within this inspection functional testing and visual inspection was made. The thread on the interface (skull clamp - swivel adaptor) was damaged; interval of the supplier maintenance was exceeded by the customer. As the device did not show any deviation that could cause the reported incident, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted by distributor on 16th january 2019. Distributor stated that his customer had a slipping skull clamp.